Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. The functional check display brightness failed- when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. The inverter board failing, no damage found. The inverter board is located on the rear of the front panel assembly. A known good inverter board was temporarily installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. The heater test failed. Found thermistors 3 and 4 not functioning. Fuse f1 was observed thermal damaged on the ac distribution board. Replaced ac distribution board and thermistors 3 and 4 are functioned properly. Removed power module assembly at the end of investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient was issued a new cycler due to a recurring fluid temperature out of range alarm that was encountered during set-up. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.